Event description:
User facility report states, "catheter extension set tube broke while pt was being injected with IV contrast, spraying pt & CT tech with the contrast." Further follow up with account revealed that the reported incident occurred during an injection of isoview 370 contrast using a power injector. When asked, clinician stated that the pt and CT tech were washed off and suffered no injury and required no medical treatment.